Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. Please see updates to d9, h3 and h10. An evalution of the returned device revealed, the nozzle was clogged by a piece of white crystalized chemical with unknown yellow fibers. The light guide lens was chipped and cementing around the lens was damaged. The connecting tube was wrinkled. Pixel correction was recommended. The key top was worn out. The light guide tube was wrinkled and charge coupled device (ccd) cover lens was chipped. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystalized foreign material with yellow fibers that was clogged in the air/water channel - however, the foreign material could not be identified further. As no further information could be obtained, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited aspiration problem. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The aspiration problem was due to clogging of the nozzle. The insertion tube was damaged. The light guide (lg) tube /video cable was damaged. The objective lens had crack or scratch. The lg lens had crack or scratch. The scope connector cover was damaged. Image had white dot. The device failed the continuity test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.